Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6).

Event description:
The event occurred on an unspecified date involving a secondary set, secure lock, with IV set hanger, 34 inches, and it was reported that there was a range of black and brown dots found inside the drip chamber. There was no reported patient involvement, and no reported patient harm.